Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.

Event description:
The pt experienced a lack of drug effect. The hcp noted a volume discrepancy and performed a catheter dye study which was found to be normal. The pt's pump was replaced and the pt has since recovered without sequela.